Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing from atrial pacing due to crosstalk. Additionally, the health care professional (hcp) noted drops in amplitude of right ventricular (rv) intrinsic trends. Technical services (ts) suggested counting of crosstalk could be the cause of the small wave measurements. Additionally reprogramming options were suggested to address the observed oversensing. This device remains in-service at this time. No adverse patient effects were reported.